Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced presyncopal symptoms. It was noted that the right ventricular lead became dislodged. It is unknown how the dislodgement occurred. The lead was successfully repositioned without adverse consequence to the patient. Patient was stable post procedure.